Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy, bleeding occurred from the pulmonary artery (pa) and the procedure was converted to a video-assisted thoracoscopic surgery (vats). The procedure had been in progress for an hour, when the surgeon was dissecting around the pa using a maryland bipolar forceps (mbf) instrument, when bleeding occurred. The surgeon was unable to control the bleeding and converted the procedure to a vats. The blood loss was estimated to be 1500ml and occurred posteriorly; the patient required a blood transfusion of two bags, for a total of 500ml. The bleeding was resolved by ligating the vessel. The procedure was completed, there were no post-operative complications, and the patient was later discharged from the hospital. The surgeon does not believe the reported event was caused from a malfunction of a da vinci system, instrument, or accessory. The surgeon stated this event was an expected possibility because the close proximity of the tumor to the pa.